Event description:
It was reported that the customer experienced high and low blood glucose levels. The customer stated that he had experienced low blood glucose levels for the past month and had also been hospitalized for high blood glucose levels. The low blood glucose reading was 23 mg/dl, which was treated with food. He declined troubleshooting and requested replacement of the device for the recall notice he received. The high blood glucose reading at the time of hospitalization was 625 mg/dl. The customer complained of nausea, vomiting, sweatiness, and feeling clammy. He stated that his body was locking up. He was treated with intravenous fluids and injections. He was wearing the insulin pump at the time of admittance. The customer was advised to speak with the appropriate person regarding upgrade of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.